Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. Critical ram parity error occurred on (B)(6) 2011 in address "14 5e". Por severity is considered low as device should be able to fully recover after reset. Reset coincided with radiation therapy, which is known to cause pors.

Event description:
It was reported that the device had an electrical reset when the patient underwent radiation therapy. It was also noted that the device reset to vvi65 mode. The device was reset and remains in use. No patient complications have been reported as a result of this event.